Manufacturer narrative:
Additional reports will be made for the other patients with lava ultimate crowns in this practice who required tooth extraction. Since this event involved two medical devices, two manufacturer reports are being submitted. This report describes the first device. Manufacturer report number 9611385-2015-00062 describes the second device.

Event description:
On (B)(6) 2015, a representative from a dental office reported that patients with 3m espe lava ultimate cad/cam restorative crowns required tooth extraction. Follow-up information provided by the office on (B)(6) 2015, detailed the case of a (B)(6) year old male patient who received a lava ultimate cad/cam restorative for cerec crown on tooth #15 secured with 3m espe relyx ultimate adhesive resin cement on (B)(6) 2013. The patient had previously undergone root canal treatment on the tooth and the lava ultimate crown fractured (date not provided to 3m) revealing what was described as recurrent decay. The tooth was extracted on (B)(6) 2015.